Event description:
The pump was returned to animas. Evaluation revealed that the force sensor was out of calibration. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Recall #: 2531779-03/24/2010-003-r.